Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back disorder ("her back is unoperable"), urinary tract infection ("uti with essure"), spinal osteoarthritis ("spine eroding"), osteoarthritis ("knee shoulders eroding"), tooth erosion ("teeth eroding"), rash ("horrible rashes"), pyrexia ("fever"), nausea ("bouts of nausea") and depression ("depressed"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, back disorder, urinary tract infection, spinal osteoarthritis, osteoarthritis, tooth erosion, rash, pyrexia, nausea and depression outcome was unknown. The reporter considered back disorder, depression, medical device removal, nausea, osteoarthritis, pyrexia, rash, spinal osteoarthritis, tooth erosion and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: nausea, osteoarthritis knee, pyrexia, rash, spinal osteoarthritis, tooth erosion, urinary tract infection and osteoarthritis shoulders. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back disorder ("her back is unoperable"), urinary tract infection ("uti with essure"), spinal osteoarthritis ("spine eroding"), osteoarthritis ("knee shoulders eroding"), tooth erosion ("teeth eroding"), rash ("horrible rashes"), pyrexia ("fever"), nausea ("bouts of nausea") and depression ("depressed"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, back disorder, urinary tract infection, spinal osteoarthritis, osteoarthritis, tooth erosion, rash, pyrexia, nausea and depression outcome was unknown. The reporter considered back disorder, depression, medical device removal, nausea, osteoarthritis, pyrexia, rash, spinal osteoarthritis, tooth erosion and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: nausea, osteoarthritis knee, pyrexia, rash, spinal osteoarthritis, tooth erosion, urinary tract infection and osteoarthritis shoulders. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.